Event description:
A materials specialist reported that during an intraocular lens (iol) implant surgery, the lens was implanted and then removed and a vitrectomy was performed. The pt was left aphakic. It is unk why the lens was removed following implantation. Add'l info was received from a nurse, who indicated in the surgeon's opinion the device did not cause or contribute to the event.

Manufacturer narrative:
Lens was returned with clear solution present. Broken haptic damage and torn optic damage were observed. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. However, lens damage was observed. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Due to the presence of the surgical solution, the damage is most likely customer related. (B)(4).